Event description:
In 2016, an unknown sized trifecta valve was implanted. On an unknown date, the physician reported that the patient will require intervention due to early failure of the trifecta valve. The patient status is unknown. Additional information was requested, but is not available.

Manufacturer narrative:
An event of a patient which will require intervention due to early failure of the trifecta valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2016, an unknown sized trifecta valve was implanted. On an unknown date, the physician reported that the patient will require intervention due to early failure of the trifecta valve. Additional information has been requested, but has not yet been received.